Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was damaged. The lead was not used. The patient status was unknown.

Manufacturer narrative:
Correction: b5 was updated to reflect the procedure date of (B)(6) 2025.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2025. During the procedure, the lead was found to be damaged and was therefore not used. The patient¿s current status is unknown.